Event description:
According to the reporter: occurred during the procedure. The device's handle was jammed . To complete the case they used another stapler. There was no adverse effects to the patient or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received .the handle could not be squeezed. Instrument did not fire.